Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. The device history review for the product auto endo5 ml lot #73g1800265 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic cholecystectomy, around the fourth clip was loaded into the jaws slanted. An attempt to re-load after removing the clip also failed. The user replaced the applier with a new one to complete the surgery. The next day the same problem occurred under the same circumstance and the applier was replaced similarly. No clips fell in the patient and there was no health injury in either case.

Event description:
It was reported that during a laparoscopic cholecystectomy, around the fourth clip was loaded into the jaws slanted. An attempt to re-load after removing the clip also failed. The user replaced the applier with a new one to complete the surgery. The next day the same problem occurred under the same circumstance and the applier was replaced similarly. No clips fell in the patient and there was no health injury in either case.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. It was observed that the first clip was protruding from the channel and it appears to have been caused by the decontamination process. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the applier. Another attempt was made and this time, the clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The sample was disassembled to inspect the internal components. No defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, the first clip was unable to load properly since it was protruding from the channel due to the decontamination process. However, the remaining clips were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing. The device was received with 10 clips remaining in the channel indicating that the end user fired 5 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.